Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was not electrically continuous. Detailed analysis noted an anomaly in the outer conductor coil at approximately 24 centimeters (cm) from the terminal pin. X-ray of the lead body confirmed an outer conductor coil bread. Based upon the clinical observations and the laboratory findings, we believe that the lead break was consistent with cycle fatigue damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an alert was received for this right atrial (ra) lead pace impedance measuring high and out of range. Oversensing of an unknown source was observed both in bipolar pacing configuration (prior to the alert) and in unipolar pacing configuration (after the alert). It was also noted that there was no capture, in bipolar configuration. The minute ventilation (mv) feature is programmed off, so no mv oversensing was observed. Boston scientific technical services (ts) recommended an in office evaluation of the ra lead. During a the ra lead revision, the lead was tested by a pacing system analyzer (psa) and impedance was still greater than 3000 ohms. The lead was subsequently removed and replaced. No additional adverse patient effects were reported.